Manufacturer narrative:
The k electrode lot number and expiration date were not provided. The customer mentioned that they had qc issues for other tests. The qc recovery was acceptable prior to the event. The alarm trace did not show any issues. The customer replaced the electrodes and the reagent bottles. The field service engineer decontaminated the instrument. He ran purges, primes, and ise checks with successful results. He then verified that the probes, sipper, and vacuum nozzle for ise were performing within specifications. Precision studies were performed and they were within specifications. The service actions (decontaminating the instrument) resolved the issue. No further issues were reported afterward.

Event description:
We received an allegation of questionable ise results for 1 patient plasma sample tested on a cobas pure c303 analytical unit when compared to a different module. Results for the potassium (k) test were affected. Initial result: 6.45mmol/l. The floor staff did not believe the initial result. The sample was then repeated twice. 1st repeat result: 3.60 mmol/l (tested on the same cobas pure c303). 2nd repeat result: 3.57 mmol/l (tested on another cobas pure). A new sample was drawn and tested resulting in a k value of 3.48 mmol/l. The repeat results were deemed to be correct.